Event description:
It was reported that the patient needed more stimulation coverage on the left side. The patient underwent a revision procedure wherein a lead was added and the ipg was replaced to accommodate the lead addition. The patient was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.